Event description:
Correction to initial MDR: the biomed reported the pump would not recognize cassettes. At the time of initial MDR submission, no log files were received from the customer. Since then, log files have been received and a preliminary review identified the following issue: pneumatic valve leak failure (valve 3). The device was returned for investigation. After device was powered on and a cassette was inserted, a tubing set alarm would occur. The device was opened to inspect for damage and connection integrity. The pneumatic system was removed and tests were run on the manifold. The manifold was able to pass testing with no failures. Therefore, the pneumatic valve leak failure was not confirmed. Further inspection found dried fluid ingress around the set ID. The foam seal surrounding the pcb for the set ID had a piece of plastic from the front housing stuck to it. Because of this plastic intrusion, the integrity of the seal was compromised and fluid worked its way into the device. It is possible this failure occurred due to a manufacturing assembly error.

Event description:
The following has been reported: biomed reports: this guy will recognize cassettes. No pt harm or infusion stoppage. A preliminary review identified the following issue: fail stop, cause unknown. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.